Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with approximately 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.